Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was returned due to a display issue. Electrode 17 read as an open circuit. Microscopic inspection revealed a foreign material under the electrode ring. Further dissection revealed the conductor wire was fractured proximal to the joint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the foreign material and fractured wire is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a foreign material found on the catheter.